Event description:
Product was worn on lower back for 1-2 hours following instructions. When patch was removed, she had a blister in area. She did not see dr or health professional. Blister has healed.